Manufacturer narrative:
A ge service rep performed an onsite investigation. The image processor computer was replaced, and the software was upgraded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up. No pt injury was reported.